Manufacturer narrative:
An event of dyspnea, regurgitation, a tear, calcification, and vegetation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, a leaflet appeared to be torn, however no additional detail could be ascertained. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2015, a mitral valvuloplasty and a tricuspid annuloplasty were conducted also, along with the 21mm sjm trifecta valve implant. The trifecta valve was implanted with the continuous suture technique to replace the aortic valve. The patient has the following medical history: atrial fibrillation, pacemaker implantation, mitral regurgitation and tricuspid regurgitation. On (B)(6) 2020, the patient was admitted due to dyspnea. Echocardiogram indicated acute aortic regurgitation. On (B)(6) 2020, a re-do aortic valve replacement was performed. The trifecta valve was explanted and replaced with a 19mm inspiris resilia aortic valve. Upon explant, a tear was confirmed from the lcc side of the lcc and the rcc stent post toward the lcc nadir, and vegetation was also observed on the lead. Pathological examination showed that there were calcification on the center part of the valve. Monocyte reaction was observed in the marginal region and bacterial adhesion was also confirmed, although it was not determined what was the cause of the infection. The patient is in stable condition postoperatively.